Event description:
A caller reported experiencing a cartridge alarm 30 on their pump. There was no adverse impact to the customer's blood glucose level. Although the issue did not occur during the load process, and the caller had not previously reported similar cartridge alarms with this pump, a decision was made to replace the pump due to multiple occurrences of the alarm.